Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01909, 3006705815-2020-01910 . It was reported the patient's ipg and leads migrated which were confirmed by x-ray. Surgical intervention took place to explant and replace the scs system to address the issue. Therapy was restored post-op.